Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 494 mg/dl. The customer had no symptoms and treated with a manual injection. She reported that the high blood glucose levels began 9:30 am the morning of the call troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there were small champagne sized air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returning for analysis.